Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017 under general anesthesia. According to the complainant, the patient was naturally over dilated and reported to have multiple fibroids. During seal integrity phase, fluid loss alarms were observed. A cervical seal was maintained and the procedure advanced to the ablation phase. Approximately 2 minutes into the ablation phase, fluid was noted to be leaking from the patient¿s cervix. The machine was paused to initiate cool down. A vaginal burn of unknown degree was reported and treated with silvadene cream. The procedure was not completed due to this event. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, it was reported the device was not used past its expiry date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017 under general anesthesia. According to the complainant, the patient was naturally over dilated and reported to have multiple fibroids. During seal integrity phase, fluid loss alarms were observed. A cervical seal was maintained and the procedure advanced to the ablation phase. Approximately 2 minutes into the ablation phase, fluid was noted to be leaking from the patient¿s cervix. The machine was paused to initiate cool down. A vaginal burn of unknown degree was reported and treated with silvadene cream. The procedure was not completed due to this event. An additional attempt has been made to obtain follow up event details with no response from the clinician.